Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that in the course of an anterior resection procedure using cdh29a, an error occurred in the process of firing. When surgeon pulled back the safety lock and fired the trigger, the blade did not proceed and staples also weren't fired. As an emergency measure, the surgeon detached it from the tissue. There were no reported adverse consequences for the patient so far.